Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the american proficiency institute (api) survey results and conducted temperature measurements for the wash solution, substrate, and incubator, were within specifications. The fse did not determine the cause of the reported event and did not find any issues with the analyzer. Fse suspects the reagents have been degraded during the api survey or the pipettes used to make the dilution for ca 27.29 were not properly working at the time. The customer also informed fse that the substrate solution used for the survey may have been more than two (2) weeks old. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The st 27-29, analyte application manual states the following: limitations of the procedure the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 27.29, the highest concentration of ca 27.29 measurable without secondary dilution is 19.05 u/ml (400 u/ml after x21 dilution factor), and the lowest measurable concentration is 0.1 u/ml (2.0 u/ml after x21 dilution factor) (assay sensitivity). All serum or plasma samples are diluted 1:21 with sample diluting solution prior to initial assay either automatically on the aia systems or manually if so desired. Although the approximate value of the highest calibrator is approximately 20 u/ml (420 u/ml after x21dilution factor), the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 19.05 u/ml (400 u/ml after x21dilution factor). Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below for up to 60 days. St 27-29 rev-025202-1119 5 repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. St aia-pack 27.29 assay requires a 1:21 dilution of the serum with 27.29 sample diluting solution prior to analysis. Aia-900 and aia-2000 software can be configured to perform the dilutions automatically. Diluted serum or plasma should be used within 24 hours and should not be stored. The sample required for analysis is 20 ¿l of diluted serum or heparinized plasma (1:21). The most probable cause of the reported failed api samples was not determined, cause not established.

Event description:
The customer reported four (4) out of five (5) samples failed proficiency testing for american proficiency institute (api) for cancer antigen (ca27.29) on the aia-360 analyzer. The customer¿s api failed results for sample 11, 137.9 u/ml (expected range 169.9-213.4 u/ml), sample 12 result 129.0 u/ml (expected range 136.1-166.9 u/ml), sample 14 result 96.8 u/ml (expected range 97.4-123.0 u/ml), and sample 15 result was 27.5 u/ml (expected range 27.9-36.1 u/ml). Tosoh passed all five (5) samples. In addition, the customer also stated quality control (qc) was within range but during start up, the 4mu background reading was more elevated than usual, 646 nmol/l (expected range below 1500 nmol/l. Which is still within acceptable range). A field service engineer (fse) has been dispatched to address the reportable event. There was no indication of any patient intervention or adverse health consequences.